Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity had decreased a total of 4.5 years over the past six months. Review of the report determined that the patient had been in atrial fibrillation since (B)(6), and was likely the reason for the longevity change. Technical services discussed considering option of switching to non-atrial sensing mode to help reduce power consumption and recover longevity. This device remains in-service. No adverse patient effects were reported.